Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the plug harness assembly and strain relief were damaged exposing metal wiring. The plug harness, seal strain relief, and insulator were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available regarding the event.

Event description:
It was reported that during surgery there was a cut in the cable between the strain relief and the actual handle. It ended up with smoke coming out of the dermatome. There was no patient impact and no delay. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: norway. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.